Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly on (B)(6) 2012 the patient underwent a total left hip arthroplasty and was implanted with a stryker device. It is alleged that she continues to experience significant pain and dysfunction in her left hip and has not been able to walk without assistance since the surgery. The patient has not been revised due to her age.